Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2014, due to elevated metal ion levels. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-02213 / 02214).

Manufacturer narrative:
Returned product was evaluated and was found to have been manufactured within specifications. A visual examination of the received cup and head appeared to show evidence of subluxation of the joint and scratching of the bearing surfaces. Measurements were within the normal wear for an implant that has been implanted for 10 years.